Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the same day post implant of this 25mm aortic bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest that the bioprosthetic valve, or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.